Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occured in netherlands. It was reported that, the patient faced infusion set's leakage event on 10-apr-2025. Leakage was at quick release. Patient had high blood glucose levels and was treated via insulin. No further information available.